Event description:
It was reported that during a photo selective vaporization of the prostate procedure, after 340 243 joules of usage, this fiber started misfiring. This fiber was replaced, and the second fiber started misfiring as well after 11:35 of use. The procedure was aborted after the second fiber failed. There were no patient complications. This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.